Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain in her right knee. X-rays indicated the femoral component was most likely loose at bone to cement and cement to implant interface. Cement manufacturer is unknown. The surgeon revised the knee and found the sz 3 sigma femoral component was loose and explanted. The insert was explanted which didn¿t have any visible numbers but was determined to be a size 3 x 12.5 insert. The tibial tray and patella were left implanted and seemed well fixed. Doi: 10 years approximately. Dor: (B)(6) 2018; right knee.